Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole at 5.5mm proximal to the proximal end of the distal marker band. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. No other issues were identified during the product analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures and current controls. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 12-sep-2017. It was reported that the balloon had difficulties in crossing the lesion. The target lesion was located in a coronary artery. A 3.50mm x 10mm flextome¿ cutting balloon¿ was selected for use. During procedure, it was noted that the device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that a pinhole was noted on the balloon. It was further reported that the balloon was used at first inflation.